Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump leading to a surgical procedure in which the existing device was removed and a new ipp was implanted. During the surgery fluid loss was noticed due to a hole in the pump tubing. The patient did not experience any adverse events and was said to be good following the procedure.